Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery via a 6f sheath. There was no report of a pre-procedure femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, chose the mynx cadence to close the femoral artery. There were no complications during the procedure and closure. The patient was transferred to another room but was not discharged to home. On (b)96) 2011, the patient experienced pain at the access site. An ultrasound was performed and multiple images were taken. The images showed the accessed groin was positive for pseudoaneurysm (psa) and was partially thrombosed. The psa was injected with thrombin and the psa was resolved. It was reported that the patient tolerated the procedure well, was ambulated and discharged to home on (B)(6) 2011 with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.